Event description:
It was reported that post port device implant, the device allegedly fractured and separated. The fractured part was migrated to the heart and was operated out of the patient. The patient was reported to be in a stable condition.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One image review and medical record was provided for review. Based on the image review, the investigation is inconclusive for the fracture, migration and material separation issue the provided image is not sufficient enough to confirm the reported issue. However, based on the medical record review, the investigation is confirmed for the reported fracture, migration and material separation issue. According to the medical record, approximately sometimes post port deployment, the patient visited for flushing chemo-port. It was revealed that the chemo-port has broken. Subsequent 2d echo demonstrated no regional wall motion abnormalities, normal left ventricular function and ejection fraction. Two days later, the patient presented for removal of broken chemotherapy port from svc and ra. Through the femoral vein, access was gained with 15 mm snare superior end of chemotherapy port was captured and pulled through long sheath. Eventually, long sheath along with broken chemotherapy port in situ was removed successfully from svc and ra. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." ¿signs of pinch-off clinical: ¿ difficulty with blood withdrawal ¿ resistance to infusion of fluids ¿ patient position changes required for infusion of fluids or blood withdrawal radiologic: ¿ grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: d4 (expiry date: 01/2023), g3, h6 (device, method). H11: b5, e1, e3, g2, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that post port device implant, the device allegedly fractured. The fractured part was fixed in the heart and was operated out of the patient. The patient was reported to be in a stable condition.